Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found on the insyte 20 ga x 1.16 in tip before use. The following information was provided by the initial reporter, translated from spanish to english: "it has a hair on the tip."

Manufacturer narrative:
H.6. Investigation: bd was unable to verify the reported failure of hair-foreign matter. The pictures were reviewed and no hair or foreign matter was visible. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see h. 10.

Event description:
It was reported that a hair was found on the insyte 20ga x 1.16in tip before use. The following information was provided by the initial reporter, translated from spanish to english: "it has a hair on the tip."